Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. "Loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity." Event date - there has been no revision to date. This report filed (B)(6), 2011.

Event description:
It was reported that patient underwent left hip revision arthroplasty on (B)(6), 2008 due to pain. The patient continued to experience mild pain and a subsequent follow-up visit with the surgeon where radiographic images were taken revealed acetabular cup migration. No further revision procedure has been reported.